Event description:
Customer reported carm will not turn on. No power to carm.

Manufacturer narrative:
Gehc surgery service personnel re-terminate power cord. System powers up satisfactory at this time.